Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: the "edta tube 368861 does not remain in the holder when blood is drawn. It has to be pushed and held in the holder while the blood is being drawn."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: the "edta tube 368861 does not remain in the holder when blood is drawn. It has to be pushed and held in the holder while the blood is being drawn."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of tube push off was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.